Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-12 h6: investigation summary . 3 used and 25 unused sets were received for investigation. The 3 used sets were immediately noticed to be separated at drip chamber which verified the customer's complaint of separation. The 25 unused sets were then subjected to a light "yank" test to determine if a light tensile force could separate the sets from drip chamber. This tensile force is around and slightly above the force that is exerted when the weight of the tubing with medication and the possible pull/jerk of patient or caregiver that would naturally occur during regular infusion. After all 25 unused sets were tested, there were 14 that separated. All sets were investigated under microscope and presented with evidence of lack of solvent and also shallow insertion during assembly. The manufacturer is aware of this issue and has since resolved the issue which led to this failure rate. A trend for the separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the drip chamber assembly and prevent future occurrences of this type CAPA 1244466. As part of the action plan, changes to the ms3500-15 assembly are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. A device history record review for model ms3500-15 lot number 20083096 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr came apart. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: ms3500-15 batch no: 20083096 it was reported that 4 sets of secondary tubing were found coming out of the chamber. Per clinical advocacy report: secondary tubing sets found coming out of the chamber. Occurred 4x on the same day. Customer pulled the lot # and has samples to send for an investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr came apart. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: ms3500-15. Batch no: 20083096. It was reported that 4 sets of secondary tubing were found coming out of the chamber. Per clinical advocacy report: secondary tubing sets found coming out of the chamber. Occurred 4x on the same day. Customer pulled the lot # and has samples to send for an investigation.